Event description:
On (B)(6) 2010, pt's mother reported the screen of the pt's infusion device has a black spot in the middle of the screen and the pt is unable to see the basal rates properly or the bolus amounts. Pt stated the black spot has been on the screen "for a while". Pt reported he is not sure of the exact timeframe. Verified the spot is in the center of the screen and goes from the top to the bottom of the screen. Pt reported it is about a 1/4 inch wide and described it as a "black hole". Pt stated it covers up part of the time at the top and covers up part of the basal rate. Pt reported he normally has 0.5 units on the screen for his basal rate, but because of the black spot, he can see only the "5". Pt stated he is unable to see the 0 or the "point" in front of the 5. Pt reported the infusion device has not been dropped. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.